Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify no delivery alarm due to unresponsive buttons.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and an insulin flow blocked alarm. The customer¿s blood glucose was 159 mg/dl at the time of incident. Customer stated that the insulin pump middle button was unresponsive during the insulin flow blocked alarm troubleshooting. Customer confirmed that the buttons were responding after battery change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.